Event description:
It was reported that during a laparoscopic removal of adrenal gland procedure, when the surgeon pulled the trigger to apply metallic clips to close the vessel, the jaws of the device, closing the clips, caused a wound on the vessel. The same problem happened when operator applied the second clip. So a new device was used to carry out the operation.

Manufacturer narrative:
(B) (4). (B) (4). Damaged shroud top, dropping or ejected clip, non-functional lockout. Eval summary: the analysis results of the er320 instrument found that it was returned with the top shroud deformed; the damage found is consistent with the one produced by a heat source. The instrument was cycled and ejected the remaining clips due to the condition found. Additionally, the lockout mechanism was noted non-functional. It could not be determined what may have caused the reported event due to the top shroud condition. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.